Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. The device was not returned; however, device logs were reviewed and confirmed repeated low and urgent low bg alerts leading up to and during the reported event. The ilet functioned as intended, issuing alerts and adjusting insulin delivery accordingly. No device malfunction was identified. Device data suggest the event may be associated with the timing of meal announcements, which contributed to excessive insulin delivery and subsequent hypoglycemia. Based on the available information, the cause of the event could not be definitively determined.

Event description:
On (B)(6) 2025, the user experienced a severe hypoglycemic event with a reported blood glucose (bg) nadir of 39mg/dl. The user experienced a seizure. Oral carbohydrates were administered, and emergency medical services (ems) were called. Ems administered baqsimi but did not transport the user to the hospital.